Manufacturer narrative:
E1: establishment name exceed the character limit. The full name is: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that part of the light-emitting diode (led) in the flow rate display area was off on the high flow insufflation unit. There were no reports of patient harm.

Event description:
The issue occurred during preparation for use for an unspecified procedure which was completed using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Corrected fields: h6: (component code is being changed to - "557- compressor"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to a failure of the front panel. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.